Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
It was reported that patient presented with broken prosthetic screw. Screw removal attempted and failed. Implant removed. Gbr completed. Tooth site # 14. Site was grafted with allograft prior to original implant placement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown screw and one imp,tsv,3.7,10,mtx,mg (tsvtb10) were returned for investigation (image 1-2). Visual evaluation of the as returned product identified significant signs of use and fracture screw inside implant drive feature. Bone debris on the external threads. Damages to implant identified, most likely from removal process.pre-existing conditions as noted on per was type iii (low) bone density, poor oral hygiene, osteoporosis, htn, bph, and elevated cholesterol. Device was located on tooth site #14 (universal) for approximately 1 year 4 months. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed for the products reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. DHR review was completed for the subject lot number 1235116. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1235116) was performed for similar event (keyword category: fracture: screw) and no other similar complaint was identified. Based on the available information device malfunction has occurred and the reported event was confirmed. The following sections have been updated: